Manufacturer narrative:
The customer did not requested getinge to evaluate the intra-aortic balloon pump (iabp) in connection with this event. However, the customer stated that upon evaluating the iabp, what contributed to the event was user-error. They had the power switch on the bottom of the iabp turned off. Once they turned this power switch on, the iabp was able to function normally. The iabp was released for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed low battery with a battery maintenance required message. As staff was switching consoles cs300 turned off. The iabp would not charge or use ac power. The iabp was labeled do not use and sent to biomedical department. There was no patient harm nor adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent if and when this information has been provided.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) alarmed low battery with a battery maintenance required message. As staff was switching consoles cs300 turned off. The iabp would not charge or use ac power. The iabp was labeled do not use and sent to biomedical department. There was no patient harm nor adverse event reported.